Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead fractured due to over rotating the helix. The fracture was suspected because the connector pin was turned 40 times without the helix extending. The lead was retained by the hospital and is not expected to be returned. No adverse patient effects were reported.